Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the breast caused by the lifevest garment. There was no alleged device malfunction. The patient reported that the nursing staff had provided a powder to apply to the irritation and that a padding was placed under the garment. The patient reported that using the powder was helping the irritation.